Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6)2022 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6)2022 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6)2022 product type lead h2: please note that the patient's lead information (captured above - see reference d10) has been updated at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the impedance results were as follows: 10 and 11 ¿ good, 12-15 ¿ avoid, and 0-9 ¿ not available. It was stated that the cause of the high impedances was not determined and that the device was reprogrammed to a different electrode to resolve the issue. However, the patient had since been scheduled to have a lead replacement surgery to address the issue; however, the surgery date was being adjusted at the time of follow-up. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown, ubd: , UDI#: b3: event date unknown. G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that electrodes 0-9, 12-15 had high impedances. Cause and troubleshooting unknown. Changed to an electrode that can be used. Unknown if the issue has resolved.